Event description:
Initially reported: during use for the pt, the ventilator stopped ventilating with giving audible low pressure alarm. At that time, all panel buttons did not respond. Thus, the ventilator could not be turned off/on. The pt was ventilated with ambu bag first, then another ventilator was used. Condition of the pt was not well. Additional info: at the reported incident, the pt's sp02 (saturation pulseoxymeter) had dropped to 70. According to the dr. Condition of the pt had no relations with the reported incident. It was confirmed that the state of pt's condition was not well even before the incident.